Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/30/2013 with the following findings: there were multiple scratches on the display lens. Unrelated to the complaint, the keypad was found to be torn.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. The reporter stated that the pump display screen was cracked and scratched, making it difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.